Event description:
The subject device was returned for analysis, and it was discovered that the subject coil was prematurely detached/separated during use. The subject device was reported to be removed from the body and replaced with another size. The procedure was reported to be completed successfully. No clinical consequences were reported to the patient.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection was performed as the main coil (subject device) was returned detached. There were no anomalies noted to the main coil. Functional inspection was not performed as the coil (subject device) was returned detached. The reported complaint ¿main coil failed/unable to detach ¿could not be confirmed; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer stated that after three beeps sounded, pulled the coil delivery wire; however, the coil (subject device) was not detached. Another attempt was made to detach it; nevertheless, the same thing occurred. The subject coil was removed from the body and replaced with another size, then this new coil could be detached using the same detachment device. During analysis, the main coil (subject device) was seen to be detached. No other anomalies noted. The main coil (subject device) could have detached while retracting from the micro catheter. An assignable cause of procedural factors will be assigned to the reported event ¿main coil failed/unable to detach¿ these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of procedural factors will be assigned to the as analyzed ¿main coil prematurely detached/separated¿ during use these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.